Manufacturer narrative:
Product analysis summary: the guide wire was received severely stretched and unraveled. On closer visual inspection, the core wire was found to be broken, the break was noted 26.2cm from the distal hypo tube and core wire joint. The broken core coil wire was noted broken near the first joint. The proximal portion of the ribbon remained engaged to the distal tip of the wire. The unraveling, break and stretched coils resulted in the ribbon detaching from the core wire. One unbroken coil wire was detected holding the whole length of the wire as one piece. No sections of the wire were missing. Actual measurements taken on the cougar wire were within product performance requirement maximum at joints, along spring, coated core wire (distal section of the distal tip was not damaged), and hypo tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a cougar guidewire to treat a moderately tortuous, severely calcified lesion in the mid lad. There was no damage noted to packaging. The device was removed from packaging per IFU with no issues. The device was inspected and prepped per IFU with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It is reported that when the physician went to extract the device from the patient it began to unravel. There was no resistance when the physician was extracting the wire. No portion of the wire remains in the patient, which was confirmed through fluoroscopy. There is no patient injury is reported.